Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician was unable to cross the circumflex lesion and was attempting to retract the delivery/stent device back into the guide catheter. The stent became caught on the lip of the guide and dislodged. The stent floated to the aortic root and was retrieved with a guide catheter. No pt injuries or complications were reported.